Manufacturer narrative:
(B)(4). Batch #m91y0l. The device was returned with the upper jaw detached not returned and with the top of the I-blade fractured and slightly lifted. In addition, the device was received with skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw or the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: did the broken top jaw fall into the patient? Yes. Did retrieving the top jaw cause a change in the plan of care for the patient? No.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the top portion of the jaw of the ensel broke during use. He was using the product on a colovaginal fistula. Both the device and the broken jaw are in the package. Case completed with another device. There were no patient consequences reported.